Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient became very tachycardiac and hypotensive. Right heart catheterization was performed and showed elevated right heart pressures. The patient was sent to the unit to unload. The patient was successfully weaned from the impella cp after 65.67 hours of support. The patient survived the procedure.